Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the tip of the dilator split during use. Another device was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with a dilator for evaluation. Visual examination revealed the tip of the dilator is split and folded on one side. The device tip contains white coloration, indicating the dilator was under stress. During additional testing signs of use in the form of biological material was discovered inside of the dilator. The dilator length measured 100 mm, which is within the specification. The dilator outer diameter was measured and was within specification. The inner diameter of the tip of the dilator could not be measured as the tip was damaged. An unused laboratory spring-wire guide (swg) was inserted into the returned dilator. Biological material was found on the swg after it was advanced through the dilator. This indicates the dilator was used. A device history record review revealed that a non-conformance was created on (B)(6) 2016 because during the production of material: (B)(4), lot:71c16h0809, tubes (material #: (B)(4), lot # 71c16g063) containing sags, grooves and impurities on the body of tube were found. 10000 pcs of tubes (material: (B)(4), lot: 71c16g0637) were put on hold in production. A CAPA was later initiated for this issue on (B)(6) 2017. The CAPA concluded that the screen pack set at 80-80 should be increased to 80-120-80 for the extrusion process. The CAPA was closed on (B)(6) 2017. Though this issue was identified, no grooves or impurities were found in the dilator body. The dilator tip was the only defect found during this investigation and the defect appearance is consistent with the dilator tip being damaged during use. The instructions for use (IFU) provided with this kit instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" before dilating skin. The customer complaint of a damaged dilator tip was confirmed by complaint investigation. The returned dilator tip was split and folded and the dilator showed signs of use in the form of biological material. The tip also contained white stress marks, indicating force caused the damage. Based on the condition of the sample as received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the tip of the dilator split during use. Another device was used to finish the procedure.